Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was elevated and high thresholds on the right ventricular (rv) lead. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.